Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to erosion with infection and sepsis. Reportedly, the patient presented with one corner of header eroded completely through skin. Moreover, some degree of infection was suspected, all cultures of pocket and blood were negative and transesophageal echocardiogram (tee) revealed no vegetation. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.